Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, some movements of the instrument did not work. Some cables on the permanent cautery hook instrument were frayed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the patient did not suffer any physical harm. They used the robot scissors to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observations not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Common causes of this failure mode are attributed to a component failure. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge, and the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument was found to have a dislodged ceramic sleeve. No material was missing. Electrical continuity was performed and passed. No thermal damage was observed. Common causes of this failure mode are attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. The instrument was found to have mechanical indentations on the proximal clevis. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the permanent cautery hook instrument (part# 470183-14 / lot# n10210308 0116) associated with this event has been performed. Per this review of the logs, the instrument was last used on 26-sept-2022 via system sl0432 for a proximal gastrectomy procedure. There were 4 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis found the permanent cautery hook instrument to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.